Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and power cycling without duplicating the report. The device's monitor board was replaced as a precaution. The device was recertified and returned to the customer. The battery used at the time of the reported event was not returned to zoll for evaluation.. No trend is associated with reports of this type.